Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis. The customer stated this was their second hospitalization in two weeks. The customer was hospitalized on (B)(6) 2018 with a blood glucose of 544 mg/dl. The customer was treated with an insulin drip in the intensive care unit. Troubleshooting was performed and the insulin pump passed the displacement test and high pressure test. The second hospitalization was on (B)(6) 2018 with blood glucose reading of 747 mg/dl. The customer also reported a low blood glucose of 28 mg/dl. The customer was wearing the insulin pump. The customer has since disconnected from the insulin pump. The insulin pump will not be returned for analysis.